Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 105mg/dl, 178mg/dl. Tests were done <10 minutes apart with a difference of 46%. Pt did not experience any adverse events. No further info has been reported. Note - customer was using expired strips.